Event description:
The event involved a plum 360 infusion pump which was reported that the pump stopped infusing an unspecified medication, during patient use, without alarming. The nurse noticed this and attached new pump to the patient. The pump was operating on ac mode. There was patient involvement but there was no harm reported as a consequence of this event. It was reported that a joint or 3rd party onsite testing was requested. No other information is available.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned. However; it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The device was received 1/7/2023. Evaluation summary is as follows: - customer reported, with respect to device that on (B)(6) 2022, the nurse noticed the pump had stopped dispensing medication but did not report seeing an alarm on the pump. - - the nurse then shifted to a new pump. - a mednet event/alarm log report for the device covering the reported date of the incident. - review of the log finding: engineering evaluates the pump stopped initially due to air detected in the distal air sensor. The nurse appeared to attempt to clear the air by back-priming, rather than by re-priming the cassette. During these attempts, the pump alarmed for proximal occlusion during back-priming. As there were no infusions programed on line b this day, it is possible there was no set connected to line b which would then be the probable cause of the occlusion alarms. Finally, the cassette test failure was likely due to the air already reported in the distal air sensor. Engineering evaluates the pump performed correctly per-design both in stopping on detecting air in the distal sensor, in responding to apparent nurse actions, and in delivering medication accurately within specification. - the customer¿s complaint of the pump stopping is confirmed. The probable cause is air accumulated in the distal air sensor and correctly detected by the pump. Subsequent delays in correcting the condition appear due to user error.